Event description:
Gp having taken normal vaginal swab was transferring to the transport tube and "breaking" the head within the tube rather than breaking in its designed spot, the pink handle broke in two places with a one cm part flying back up with some force into the gp's eye causing distress to her. Main part of the swab sample remained in bottle, main part of stem in hand. The user took steps to irrigate eye in case of local contamination.